Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor evaluated the device, verified the complaint and determined that the cause of the reported event was dirty electrical contacts on the main board connector and motor driver board connector where the cable that runs between them connects. The foreign distributor cleaned the electrical contacts on the main board connector, motor driver board connector and reconnected the cable. The foreign distributor then recalibrated the device and the device now delivers the correct flow.

Event description:
The following description of the event was provided by the distributor in (B)(6). "Turbine reported as providing more flow than needed; calibration was performed but the problem persists". "Any other equipment was in use because the staff noticed the problem before connecting ventilator to patient". The distributor in poland reported no patient involvement.